Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller with resetting the pump. After the reset, the error did not recur. The caller was advised to wait 20 minutes to start their sensor session, which they understood and acknowledged.